Manufacturer narrative:
While there was no injury in this event, there has been a previous report rec'd within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 crf part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device is available for evaluation, though, has not been returned as of this report.

Event description:
In this event, it was reported that a x-smart dual apex locator provided incorrect measurements; no injury resulted.